Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 332-340 mg/dl. During a pump system check with the field team, air bubbles were observed within the infusion set tubing. Customer changed the supplies multiples times to address the issue.